Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. A medtronic representative inspected the imaging system on-site. It was discovered that the f11/f12 power line fuses had blown, which directly caused the reported issue. The fuses were replaced and the issue was resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. Part return requested. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that the imaging system would not power on. It was reported that the line power light was not illuminated and the system could not be charged. This was discovered outside of any patient involvement. No additional details were provided.